Event description:
Procedure: low anterior resection. According to the reporter: the crt team in the hospital usually used 2 reloads of tri-staple purple 45mm to transect the rectum, then use eea or cdh to do the anastomosis of rectal stump and colon in this procedure. There was no leakage before closing the surgery and when tested by the leakage test. The patient experienced leakage in rectal stump after several days of operation therefore extended the hospital stay due to infection of leakage. The hospital had done investigation but could not conclude the reason leading to the leakage.

Manufacturer narrative:
(B)(4).